Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records provided do not make mention of any type of adverse event related to the bard flat mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2012 - the patient was diagnosed with genuine stress urinary incontinence and underwent implant of a non-bard davol transobturator tension free vaginal tape. On (B)(6) 2014 - patient was diagnosed with stress urinary incontinence and malfunction of a genitourinary device. The patient underwent removal of mid urethral sling, removal of foreign body in the left thigh, and implant of a bard flat mesh as well as an autologous graft. Operative dictation indicates the previously implanted non-bard davol sling was dissected out in its entirety and had also been dissected out from the left thigh. On (B)(6) 2015 - the patient underwent a hysterectomy due to chronic pelvic pain dysmenorrhea and abnormal uterine bleeding. There is no mention of the bard flat mesh during this procedure.